Event description:
The pt reported that stimulation was turning on by itself. It happened three times in a day, once while the pt was putting on his shoes. The pt was able to turn the device off. The programmer was working as intended. There were no new sources of electromagnetic interference in the room when it occurred. Additional information has been requested. A f/u report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).